Manufacturer narrative:
The pump has been returned to animas and investigated on 20-aug-2018 with the following findings: there was evidence of moisture corrosion in the pump. The pump failed a leak test due to a leak at the display lens. The pump powered on to a blank display screen. When the pump was opened up, moisture was found on the internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.